Manufacturer narrative:
Correction: h6: codes should reflect product not returned.

Manufacturer narrative:
The reported field event of no ble telemetry was confirmed. The cause of the communication issue was consistent with a memory corruption, resulting in the loss of ble connectivity.

Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that an implantable cardioverter defibrillator was found to have a unspecified telemetry anomaly noted prior to being removed from its packaging and prior to being implanted. The device was not used and no patient issues were reported.

Event description:
New information received notes a loss of bluetooth low energy telemetry noted on the device.